Manufacturer narrative:
Evaluation of the returned pod4 revealed that the device was advanced out of its introducer sheath; therefore, the reported complaint could not be confirmed. During the functional test, the pod4 was retracted within its introducer sheath, and then advanced out of its introducer sheath and through a demonstration lantern without an issue. Further evaluation revealed kinks in the pusher assembly and offset coil winds on the embolization coil. If the pod4 is forcefully advanced against resistance, damage such as this may occur. The root cause of resistance could not be determined. Some of the observed damages may be incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a non-penumbra microcatheter. During the procedure, a pod coil would not advance within its introducer sheath; therefore, the pod coil was removed. The procedure was completed using another pod coil. There was no report of an adverse effect to the patient.